Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor (serial number: (B)(6) was returned for evaluation following the reported event of an s3 alarm. During testing it was determined that the returned motor was unrelated to the cause of the event. The returned centrimag motor was evaluated by service depot. The returned motor was evaluated alongside the returned centrimag console and known working test centrimag equipment, and no issues were observed with the motor throughout testing. A full functional checkout was performed and the motor passed all steps of the test without any issues. The serviced and tested motor was returned to the customer after passing all tests per procedure. A log file was downloaded from the returned centrimag console. Review of the data did not indicate any issues with the centrimag motor. The reported event could not be correlated to an issue with the returned centrimag motor. The device history records were reviewed (shop orders) and the records revealed that the centrimag motor, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The centrimag motor was shipped to the customer on 06apr2020. The 2nd generation centrimag system operating manual section 10 ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device's most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while preparing/setup for a centrimag implant, an s3 alarm condition was noticed. The power cycled the device without resolution. The console with motor was turned on and off with no resolution of the alarm condition. The motor was then exchanged with a motor from another unit, unit turned off and on, with no resolution of alarm condition. Original motor was reattached to the console and the console and motor were removed from service. Related MFR # (B)(4).